Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported corrupt software which was reproduced as a truck alarm with a white screen upon device power up and found to be caused by a failed input/output printed circuit board. The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with corrupt software. There was no known patient injury or medical intervention associated with this event. No additional information is available.